Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.